Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not verify the occluder closing and requiring calibration problem. The occluder functioned properly when tested. The fsr replaced the occluder module as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00983, MDR #1828100-2015-00988 and MDR #1828100-2015-00989.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, per the customer, the venous occluder malfunctioned. Error message "occluder needs calibration" was observed. Per the field service representative (fsr), the venous occluder was intermittently alarming that calibration was needed, or it will close on its own. The device was not changed out, as they disconnected occluder and didn't use, after it malfunctioned. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the occluder was being used with a 1/2" inner diameter (ID) tubing and according to the user the occluder was calibrated with tubing. During cpb, the occluder closed without user intervention and then the word "cal" was displayed on the occluder icon. This gives the appearance that the occluder (module) re-set. The closed occluder would decrease and/or stop venous return from the patient. This would lead to a drop in venous return to the cpb circuit and likely lead to a low level indication. Venous level is also part of the normal scan of events and monitors during the procedure. In addition, the central venous pressure (cvp) would increase and the cardiovascular (cv) surgeon would visibly observe the heart distending due to loss of venous drainage. The perfusionist (ccp)simply opened the venous occluder cover and this would allow venous drainage to occur. The occluder was not used for the remainder of the procedure and tubing clamps (forceps) are always available to the ccp to manually occlude the tubing as needed. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed. This issue occured in other cases and it appears there was a functional problem with the system.

Manufacturer narrative:
Per follow-up with the perfusionist (ccp) by the field service representative (fsr) on 25jan2016: the ccp stated there was no question mark (?) Above the icon and no electrical odors were observed around the time of the reported issue. The reported complaint was confirmed. During laboratory analysis, the complaint effects were not able to be duplicated. Testing included bench testing with a lab-use occluder head, cold soak, hot soak, additional bench testing, and external and internal inspection. Occluder module was mechanically agitated. In all cases, the occluder module operated as intended. Analysis of data logs show, it is likely the occluder was calibrated without tubing present. The occluder stalls later on, and becomes uncalibrated. (When the occluder is calibrated without tubing, the system records a motor position it associates with a fully closed position. When tubing is later added and a full-close command is issued, the occluder cannot reach that motor position, as tubing is in the way. The occluder then ¿uncalibrates¿ itself as a result of this scenario.) There were no error messages in the logs indicative of an operational issue with the occluder. There was no evidence the occluder fully closed on its own. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.